Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that an closure of an unspecified access site was attempted using a prostyle device. There was no information reported on this device; however, the condition of the device is broken. The method used to achieve hemostasis was not provided. The device was returned to abbott vascular. There is blood in and on the device. The sheath is separated. No additional information was provided.

Manufacturer narrative:
The closure system was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the returned device analysis, it is possible the guide break was caused due to an interaction with the patient anatomy, and or due to the inability to maintain position/stability of the device during deployment. In the absence of additional case details reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2 - report source "foreign" was removed.